Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation, and the patient passed away two to three weeks after atrial fibrillation. It was reported that about two to three weeks after an afib case had completed, the patient passed away. There was no specific date of the procedure, nor a specific date of the patient's death was provided. The afib case had completed successfully at the time without any issues, and there were no immediate complications or abnormal readings, post-procedure. There was no "esophageal heating" during the procedure. The patient then came back to the hospital (unable to confirm when the patient returned) for "other problems." No details about what other issues the patient was experiencing at the time were provided. When the patient was at the hospital, post-procedure, the patient did not have any chest or throat pain. The type of injury or complication the patient had was not confirmed. The physician suspects that the injury may have been an esophageal fistula, because a type of strep bacteria (normally only found in the gut), was found in the patient's blood stream. The patient was then sent home on hospice. The patient passed away at some point during the week of (B)(6) 2024. The reporter could not provide or confirm the exact date of death. Despite no confirmation on how the patient died, the esophageal fistula is the suspected reason and therefore, this event is being reported conservatively.

Manufacturer narrative:
B2. Date of death - the exact date of death is unknown at this time and so this field was populated with (B)(6) 2024, which is based on what was stated as: ¿the patient passed away at some point during the week of (B)(6) 2024.¿ d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no manufacturer record evaluation could be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).